Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-mar-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 5.519 mg/day) via an implanted pump. The patient¿s other medication was oral hydrocodone (10 mg tid). The patient¿s medical history included chronic back pain, ddd (degenerative disc disease), and a bulging disc. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 it was reported that the patient had not been feeling well for the last 4 weeks. His symptoms included flu-like symptoms and he had an increase in pain. He went into the clinic and the pump was interrogated. All the readings were within normal limits. A dye study was scheduled to check the catheter. A dye study was then performed on (B)(6) 2018. When the doctor accessed the cap (catheter access port), the catheter could not be aspirated. The patient reported no external factors contributing to the issue; he reported no injuries or falls. The patient was being scheduled for a possible catheter revision. The issue was not resolved at the time of the report and it was noted that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2019-jan-04 indicated the patient had been scheduled for a catheter revision on (B)(6) 2019 at 10:30am. The rep would provide follow up once the procedure had been completed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient presented to the clinic on (B)(6) 2018 with complaint of nausea, feeling edgy with a funny feeling in their legs. The patient thought they were going through withdrawals. The device diagnosis was catheter occlusion. The outcome of the event was noted as ongoing. The patient's weight was (B)(6). The patient was pending pump catheter revision. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-jan-28. It was reported that the event resolved without sequelae on 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177958r, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jan-10. It was reported that the patient was originally scheduled for a revision on (B)(6) 2019 but the provider had an opening in his schedule and the procedure was moved to (B)(6) 2019. The patient had a successful revision and an x-ray showed the catheter to be in the intrathecal space in the spine. The hcp tried to aspirate the catheter access port (cap) with no luck. The hcp opened the old spinal incision and found that the catheter was anchored securely, but the anchor was horizontal. The hcp believed the position of the anchor was the issue and that it was kinking the catheter at times. The catheter was spliced below the anchor on the pump side to assess the catheter's patency. The catheter was then flushed at the cap and good flow was seen from the catheter's pump segment. The hcp then removed the old anchor and straightened the spinal segment. Once that was done, there was good flow of cerebrospinal fluid (csf) coming out of the spliced spinal site. The hcp then re-anchored the spinal segment and connected the two pieces. Once connected, the catheter was flushed at the cap to check for leaks. During the flush, it appeared that fluid was coming from the tunneled portion of the catheter towards the pump. The hcp attempted to pull the pump segment back to find the leak and the pump segment broke. The hcp then opened the pump pocket and attached a new pump segment to the pump and tunneled it so the two pieces could be connected. Once connected, the catheter was flushed again for leaks and no leaks were seen. The catheter was then aspirated and had good return. The incisions were closed and the pump was reprogrammed. The patient's 24 hour dose was decreased to 2mg.